Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 8042b crt-p, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and a possible fracture. The lv lead was inactivated, then subsequently capped. No patient complications have been reported as a result of this event.